Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, but software will be re-loaded as a preventive. (B)(4).

Event description:
It was reported that the programmer was extremely slow and it was impossible to execute sensing and threshold measurements. The programmer was returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results. Product event summary: analysis could not confirm the reported event during servicing, but software will be re-loaded as a preventive.